Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the stent fractured. The minimally tortuous and mildly calcified target lesion was located in the left superficial femoral artery (sfa). Following pre-dilation and atherectomy the percentage of stenosis was approximately 30%. A 7x150x130 innova¿ stent was then advanced contralateral over a v18 300cm guidewire and deployed without issues. Upon taking an angiogram, slow flow through the stent and a partial stent fracture was noticed. Multiple balloon inflations were done to try and tuck up the fractured stent, but this was not successful. Therefore the physician placed another innova stent over the fractured stent. No further patient complications were reported. The patient's status following the procedure was fine.